Event description:
It was reported that due to bacteremia, the whole system including the implantable cardioverter defibrillator (ICD), was explanted and the ICD was replaced with a new one. The patient's condition remained stable.

Manufacturer narrative:
Interrogation results were normal. Visual screen was acceptable. Device image download successful or attempted. Packaging and sterility review was performed and found to be complete.